Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. A review of other manufacturers complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing defect was found. Most likely hazard experience: thread fracture during placement. Most likely root cause of the failure mode / hazard: thread fracture during placement typically results from application of excessive torque to the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the locator fractured at the screw level. Implant remains placed.